Event description:
Issue summary: our facility has identified a recurring mechanical issue with two belmont ri-2 rapid infusers. Specifically, the plastic pins designed to secure the door panel to the door frame were found to be loose in several locations, with one pin having fallen out entirely. This defect compromises the secure placement of the disposable set, particularly the pressure chamber, which may result in operational interruptions during critical patient care. Corrective action attempted: upon contacting belmont technical support, I was advised to perform a physical modification to the device: drilling the wider portion of the affected pin holes slightly deeper using a ¼" mill bit. This adjustment was intended to allow the pin ends to expand and grip the inner lip of the holes more securely. Request for documentation: recognizing the seriousness of modifying a life-saving device, I requested official documentation from belmont to support this fix. My communication timeline is as follows: 1/14/2025: initial request for documentation (e.g. Technical bulletin, service manual addendum, or field change order) 1/14/2025: belmont responded, stating they had cc'd their tech support and regulatory teams. 1/29/2025: follow-up request due to no further communication. 7/2/2025: third request submitted after over five months of silence. 7/2/2025: response received from belmont's director of service and repair stating the issue was "being discussed internally," with no further updates since. Patient safety concern: this issue represents a potential malfunction that could compromise patient safety during emergency transfusion or fluid resuscitation. The lack of secure placement of the disposable set may result in device failure during use. Given the nature of the modification and the absence of formal guidance or recall notification from belmont, this situation appears to meet the criteria for a class ii or class I recall under FDA guidelines. Request for FDA action: I respectfully request that the FDA investigate this matter and provide guidance to belmont medical technologies regarding appropriate corrective actions, including: issuance of a formal recall or safety bulletin. Distribution of validated repair instructions to all affected facilities. Evaluation of the design flaw for future device iterations. This issue has not only affected our facility but may pose a risk to others using the same device. Timely FDA intervention is critical to ensure patient safety and regulatory compliance. Please let me know if additional documentation or device serial numbers are required. Pt code: 4582. Device codes: 1371, 3015. Ref report: mw5174124.